Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed to stay closed and was unable to recover. The field service engineer (fse) inspected the drawer latch sensor, found it was loose, pushed it back into place, and tested it in test mode to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed to stay closed but was closed and could not be recovered, which affected any patient who required medications from this drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.